Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. The step cutting edge of the reamer has fractured and was not returned with the device. Visual examination of the returned product identified signs of use from wear and tear. The proximal end of the reamer has some wear and tear around the od of the collar as well as some discoloration on the flat surface of the collar. The collar at the distal end of the reamer is also damaged with some scratching. There is some galling on the shaft of the reamer near the distal collar as well. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Dimensional analysis where performed was conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. H6: mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the reamer was fractured during a procedure. No foreign bodies were retained as the fractured piece was extracted. No additional patient consequences were reported. Attempts have been made and no additional information is available at the time of this report.